Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient receiving intrathecal dilaudid (hydromorphone) via an implantable pump for non-malignant pain. It was reported that the reason for the call was the patient reported her pump was out of medication since (B)(6) 2025 because she had a rash on her abdomen and they wouldn't touch her. The patient stated she was hospitalized with a horrible infection in her abdomen. The patient stated she was not sure when she would be coming out of the hospital. The patient asked if there was a way to get a medtronic representative to refill the pump. The patient stated her health care provider's office was 4 hours away. Patient services reviewed the reps role and recommended the patient consult with their healthcare provider's office for next steps. The agent reviewed basic home infusion information and emailed contact information. The patient was redirected to their healthcare provider to further address the issue.